Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply and passive backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no x-rays. The fse determined the cause of the problem to be a faulty backplane and connector, and a faulty backplane power supply. The backplane is a group of electrical connectors in parallel with each other, so that each pin of each connector is linked to the same relative pin of all the other connectors forming a computer bus. It is used as a backbone to connect several printed circuit boards together. Backplanes are a printed circuit board (pcb). Failure of the backplane can cause many problems, including no x-rays. Without proper power to the backplane, it will not be able to function and system communication would be lost. Fse replaced the faulty backplane and power supply to restore system functions. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.